Manufacturer narrative:
Contrary to the reported event, the printer did not catch fire. The customer stated to a steris service technician that she did not observe fire emitting from the printer but saw "sparking". The eagle 3000 sterilizer subject of the reported event is approximately 40 years old. The steris service technician inspected the eagle 3000 sterilizer and did not observe any damage from fire or sparking. The technician further inspected the printer and found that multiple pieces of hardware were missing which was subsequently causing the printer to "hang" loose. The technician replaced the sterilizer's printer, tested the sterilizer, and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that the printer on their eagle 3000 sterilizer "caught fire". No report of injury.